Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that a temperature alarm occurred while the pump was plugged in and charging. Reportedly, the alert cleared and the customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.